Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure performed in the esophagus on (B)(6) 2013. According to the complainant, during the procedure, the bands would not deploy. No damage was noted to the device, or the device packaging. There was no difficulty experienced, while setting up the device. Another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination was performed on the returned speedband superview super 7 device. Residue observed on device. The handle and ligator were returned. A stopcock that is not supplied with the device was also returned. There was no damage noted to the stopcock. An examination of the ligator revealed that all seven bands remained, the suture was broken, and the teeth were damaged. The trip wire was not cinched into the handle slot, with no deformation of the handle slot to show it had previously been cinched. The trip wire was wound around the handle spool several times. The handle spool rotated when the handle was turned. Following a detailed device analysis, it was noted by the complaint investigation site (cis) that the condition of the returned incident device was consistent with the complaint that the bands would not deploy. It appears that the trip wire was not properly secured during the procedure which then impacted the deployment activity of the bands. Therefore, ¿user / use error¿ is selected as the most probable root cause classification. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure performed in the esophagus on (B)(6) 2013. According to the complainant, during the procedure, the bands would not deploy. No damage was noted to the device, or the device packaging. There was no difficulty experienced, while setting up the device. Another speedband superview super 7 device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.